Manufacturer narrative:
Medwatch sent to FDA on 08/31/2015. (B)(4).further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "lips were super swollen making it difficult to speak," "little white pimples formed," "it's painful," an infection from the "upper lip to the nasal area," fever blister breakout, "more than normal swelling," bruising of lips, and it "hurts to talk" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform. Device labeling addresses the reported events as follows: "warnings: injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days' duration. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: the most common injection-site responses for juvéderm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticarial, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar. Serious adverse events have infrequently been reported for juvéderm® ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain. The onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaid's, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, edema resolved within a day to a month. The onset of erythema generally varied from immediate to 1 week post-injection. The treatment prescribed included arnica, antihistamines, antibiotics, steroids, hyaluronidase, and laser treatment. In most cases, erythema resolved within 1 to 4 weeks. The onset of ecchymosis generally varied from immediate to 5 days post-injection. The treatment prescribed included arnica, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, ecchymosis resolved within 1 to 4 weeks. The onset of pain generally varied from immediate to 8 days post-injection. The treatment prescribed included nsaid's, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, pain resolved within 1 to 6 weeks. Additionally there have been reports of nodules, infection, allergic reaction, inflammation, abscess, deeper wrinkle/scar, and displacement. The onset of infection generally varied from immediate to 1 week post-injection. The treatment prescribed included nsaid's, antibiotics, and steroids. In most cases, infection resolved within 6 to 10 days. The onset of inflammation generally varied from immediate to 2 weeks post-injection. The treatment prescribed included antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, inflammation resolved within 3 days to 2 months."

Event description:
Healthcare professional reported after injection with two syringes of juvederm ultra xc in the lips, the patient had initial swelling the day of injection and later described their "lips were super swollen making it difficult to speak," "little white pimples formed," "it's painful," and developed an infection from the "upper lip to the nasal area." Patient also complained of "more than normal swelling," bruising of lips, and stated it "hurts to talk." The patient was treated with medrol dosepak, levaquin, and zofran three days after injection. Later, the patient informed the office that they were no longer taking their prescribed medications and developed a fever blister breakout. The healthcare professional prescribed acyclovir for the patient, but patient refused the medication. Over the next couple of days, the patient stated their lip is much better and the cold sores are dried over now. Patient still has a few "bumps" from the fever blister breakout and looks slightly purple. Patient's lip is still sensitive.

Manufacturer narrative:
Medwatch sent to FDA on 02/23/2016.

Event description:
Further follow up with the healthcare professional indicated all symptoms resolved approximately 3 months after injection.

Manufacturer narrative:
Visual analysis of the returned device noted "3 empty syringes of 1.0 ml each received without cap, no needle. 3 mm luer lock. No defect observed to the 3 syringes."

Event description:
Healthcare professional reported after injection with two syringes of juvéderm® ultra xc in the lips, the patient had initial swelling the day of injection and later described their ¿lips were super swollen making it difficult to speak,¿ "little white pimples formed,¿ "it's painful," and developed an infection from the "upper lip to the nasal area." Patient also complained of "more than normal swelling," bruising of lips, and stated it "hurts to talk." The patient was treated with medrol dosepak, levaquin, and zofran three days after injection. Later, the patient informed the office that they were no longer taking their prescribed medications and developed a fever blister breakout. The healthcare professional prescribed acyclovir for the patient, but patient refused the medication. Over the next couple of days, the patient stated their lip is much better and the cold sores are dried over now. Patient still has a few "bumps" from the fever blister breakout and looks slightly purple. Patient's lip is still sensitive.